Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7212586. Medical device expiration date: 2022-07-31. Device manufacture date: 2017-07-31. Medical device lot #: 7209876. Medical device expiration date: 2022-06-30. Device manufacture date: 2017-07-28. Medical device lot #: 7236562. Medical device expiration date: 2022-07-31. Device manufacture date: 2017-08-24. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sticky residue was found in the barrel of a bd syringe luer-lok¿ tip. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: DHR review for batch 7212586: manufacturing dates: 08/20/2017 to 08/21/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7212586 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7209878: manufacturing dates: 08/13/2017 to 08/14/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7209878 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7236562: manufacturing date: 9/1/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7236562 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: eleven 10ml samples packaged syringes (seven sealed and four opened) confirmed to be from batch # 7212586. Four 10ml packaged syringes (three sealed and one opened ) confirmed to be from batch # 7209878. Three open 10ml packaged syringes confirmed to be from batch # 7236562. Samples were visually evaluated and five syringes were found to have excessive silicone. All five syringes were from batch # 7212586. The excessive silicone observed is a rejectable condition at bd (B)(4). Investigation conclusion: based on samples, the investigation concluded: ¿confirmed: bd was able to confirm the customer¿s indicated failure additional samples were also received (not bd (b)(4 product-(B)(4) product) but no report received from customer: one open 10ml packaged syringe confirmed to be from batch # 7107560. One open 5ml packaged syringe confirmed to be from batch # 7238673.